Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced; the lead presented a decreased in amplitude and elevated thresholds. No additional adverse patient effects were reported.